Event description:
It was reported that the patient was in ventricular fibrillation (vf) and the implantable cardioverter defibrillator (ICD) and right ventricular lead delivered six 35 joules shocks that were not effective in terminating the vf. The patient was externally shocked and the vf was converted. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The device was subsequently returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).